Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the device does not pump fluid correctly. This was noticed after the surgery. There was no harm for the patient, operator or third party reported. No further information received.

Manufacturer narrative:
It was reported that the device does not pump fluid correctly. The reported event was not confirmed. The service evaluation did not reveal any problems with this device.